Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the valve stenosis and mild-moderate central regurgitation cannot be confirmed. However, it is possible patient factors (progression of disease process) contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, approximately 4 years post transfemoral tavr procedure in the aortic position, the patient underwent a valve in valve tavr procedure (26mm corevalve in 23mm sapien xt) due to severe stenosis and mild-moderate central regurgitation. The patient had been symptomatic with shortness of breath, palpitations, and dyspnea. The 26mm corevalve was successfully implanted. The patient left in stable condition with the post deployment echo showing no central regurgitation.

Manufacturer narrative:
The dated (B)(6) 2017 showed severe aortic valve stenosis, thickened leaflets, and mild to moderate aortic regurgitation. Surgical intervention was performed on (B)(6) 2017.